Event description:
It was reported that during a stenting treatment procedure malposition occurred. The target lesion being treated was located in the severely calcified and mildly tortuous left anterior descending (lad) artery. A 1.25mm rotablator burr was used for atherectomy of the lesion. An unknown size promus element plus stent delivery system was then advanced to the lesion and deployed. It was noted that the proximal end of the stent, which was located in the highly calcified portion of the lesion, was not fully deployed and there was waist. Follow up angiography confirmed that the stent was not fully deployed and was malposed. An unspecified noncompliant balloon was used for post-dilation and was successful in further dilating the stent, however, there was still some remaining waist. An unknown size promus stent was then advanced and deployed overlapping the proximal end of the promus element plus stent, however, it was noted that there was still waist in the same area. An unspecified noncompliant balloon catheter was advanced for post-dilation and this seemed to improve the diameter, however, there was remaining waist. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).